Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for a follow-up after receiving a patient notifier for low, out of range, right ventricular pacing lead impedance. The trend shows that the lead impedance has slowly decreased. The lead will be monitored.